Event description:
It was reported that the patient had speed running at 5000 revolutions per minute, although, the set speed should be at 5300. Upon interrogation, the left ventricular assist device (lvad) fault alarm was on. Initially, electrostatic discharge (esd) was suspected, but it was noted that the patient did not use their mobile power unit (mpu) at home and denied any noticeable static electricity at home. The patient did not have any alarms other than 1 or 2 low flow alarms and reported no symptoms other than new ongoing shortness of breath. Log files were submitted for review and captured an lvad internal fault on 25nov2023 due to a lvad memory communication error. The pump would be power cycled to see if the issue would resolve. There were also several low flow flags on 27nov2023 which did not persist long enough to trigger a low flow alarm. There did not appear to be any type of mechanical circulatory support equipment issues that caused the low flow events. The low flow events seemed to be a patient hemodynamically related issue and not a vad related issue. It was later reported that the low flow alarms had resolved, but the cause was not determined. The driveline was disconnected and reconnected and the lvad fault alarm was resolved.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted log files confirmed left ventricular assist device (lvad) fault and low flow alarms; however, a specific cause for these alarms could not be conclusively determined through this evaluation. The system controller event log file contained events from (B)(6) 2023, per the timestamps. Several lvad internal fault alarms were captured between 19:00:38 on (B)(6) 2023 and 10:51:23 on (B)(6) 2023, consistent with the account's report. Additionally, four, transient low flow hazard alarms were captured throughout the file. No other notable events or alarms were captured. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(6), with no further issues reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU) is currently available. Section 1 of the IFU, ¿introduction¿, lists adverse events that may be associated with the use of the heartmate 3 lvas. Section 6 ¿patient care and management¿ explains that strong static discharges should be avoided, and high levels of static electricity may damage and/or interfere with the electrical parts of the system, disrupt communication, and cause the left ventricular assist device to stop. This section instructs that the device should be connected to battery power when performing activities that can generate static electricity and lists some possible activities that can generate static electricity. Section 6 also contains a section entitled ¿electrostatic discharge¿ that lists ways to reduce static electricity. Section 7 ¿alarms and troubleshooting¿ includes electrostatic discharge in the ¿safety testing and classification¿ table of this document. This section also outlines system alarms, including the left ventricular assist device (lvad) fault alarms, and the recommended actions associated with these events. Section 7 of the IFU, "alarms and troubleshooting" also address system alarm conditions, including low hazard and lvad fault alarms, as well as the appropriate actions associated with each condition. The heartmate 3 lvas patient handbook is currently available. Section 1 ¿introduction¿ warns that high levels of static electricity may damage or harm the system and may cause your pump to stop. This section instructs that the device should be connected to battery power before performing activities that can generate static electricity and lists some possible activities that can generate static electricity. Section 4 ¿living with the heartmate 3¿ also contains a section entitled ¿static electricity¿ that lists ways to reduce static electricity. Electrostatic discharge is included in the ¿testing and classification¿ tables of this document. Section 5 of the patient handbook, "alarms and troubleshooting", address system alarm conditions, including low flow hazard and lvad fault alarms, as well as the appropriate actions associated with each condition. Furthermore, section 8 of the patient handbook, ¿handling emergencies¿, also provides examples of emergencies and the proper actions to take in the event an emergency occurs. The handbook also instructs the user to call their hospital contact if the user thinks, for any reason, any portion of the equipment is not functioning as usual, is broken, or the user is uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The shortness of breath (sob) resolved after the driveline was disconnected and reconnected and the speed went back to 5300.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.